Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced infusion sets insulin flow blocked events on (B)(6) 2025. The blockage was in the tubing. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information available.